Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation despite reprogramming efforts. The left ventricular lead was programmed off to resolve the diaphragmatic stimulation issue.